Event description:
The customer reported that this multigas unit is not taking readings. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that this multigas unit is not taking readings. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 I called keagen to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for keagen to call me back with this information. Attempt # 3: (B)(6) 2025 I called keagen to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for keagen to call me back with this information.

Event description:
The customer reported that this multigas unit is not taking readings. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that this multigas unit is not taking readings. The unit was not in patient use at the time. Investigation summary: the device was returned for evaluation. During the evaluation the issue of the unit not taking reading could not be duplicated; however, the internal pump was found to be excessively noisy. The root cause for the noisy pump was determined to be failure of the pump. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/07/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 11/10/2025 I called keagen to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for keagen to call me back with this information. Attempt # 3: 11/13/2025 I called keagen to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for keagen to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H3 device evaluated by manufacturer?. H11 additional manufacturer narrative.